Event description:
It was reported that during an angioplasty procedure, the balloon allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 10/2024) .

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for review. The first photo shows the product label information and it is matched with the label information in the tw. The second photo shows that the balloon portion of the device got separated and displaced from its proximal bond joint. But the balloon still attached to the distal tip of the device and noted to be bloody. No evidence of balloon rupture can be determined. Therefore, the investigation is inconclusive for the reported balloon rupture as no evidence of balloon rupture could be determined from the provided photo. The investigation is determined to be confirmed for the identified break issue based on the provided photo, since the balloon got separated and displaced form its proximal bond joint but still attached to the distal tip of the device. A definitive root cause for the reported balloon rupture and the identified break issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2024), g3, h6 (device) . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly ruptured. There was no reported patient injury.